Manufacturer narrative:
The ventilator was reported to fail the pressure transducer test in pre-use check. Our field service engineer investigated the ventilator on site and found that the pressure transducer printed circuit board (pcb) was faulty. After replacement of the pressure transducer pcb the ventilator passed pre-use check and was returned to the customer. No goods or logs were returned for further investigation. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since neither goods not logs are available the root cause cannot be determined.

Event description:
Manufacturer ref (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).